Event description:
It was reported that bd syringe 3ml ll - 302113 - leakage-other. Verbatim: medication leakage from syringe.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the 5 samples submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the samples. Analysis of the samples showed cracks between the scale marks zero and 1¿. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The root cause is due to the machine outfeed dial being out of alignment leading to part slanting. The product tilted from the needle assembly dial slot pocket, resulting in a crash and damage by the pocket dial and side guide during transition to the outfeed dial process. The defective parts were not removed by the production technician. Action has been taken to communicate the importance of clearing jams and removing defective parts immediately, to raise awareness with the production technicians on the reported defects.